Manufacturer narrative:
The complaint device is not available for a physical evaluation. Further information provided indicates that the suction was not connected to correct outlet which possibly caused the hot fluid to come in contact with patient's skin causing burns. With the information provided, it seems that the root cause may have been user error. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Cutaneous burn. More information to come. Additional information received via email from the affiliate on 6-28-2016. Suction was not connected to tue tubing, and power was set to the maximum. The product has been discarded and will not be returned. Additional information received on 7-11-2016. Patient needed treatment. No further information available.